Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (B)(4) was performed by a zoll service technician. The reported complaint of a tcmid: 09 (air trap assembly) was confirmed during review of the retrieved event log. To resolve the issue, the faulty air trap sensor was replaced. The root cause to the faulty air trap sensor was found to be a burned spot at the emitting circuit board. Saline stains were also found on the faulty air trap sensor. The thermogard console is a reusable device and has exceeded its expected service life of 5 years. To ensure the console is functional without issue, the air trap sensor and air filter were cleaned. The console passed functional testing and the electrical safety test with no issues found. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
Thermogard xp ivtm console (B)(4) continually displayed a mid: 09 (air trap assembly) message prior to patient use. A secondary thermogard console was used to begin and complete patient's temperature management therapy. There was no report of patient consequence as a result of the reported issue.